Event description:
It was reported to boston scientific corporation in 2006 that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, and weight unknown) six days prior. According to the complainant, "they have passed the scope thru the channel with the jagtome and in the front of the papilla the saw that the tip of the jagtome is broken." The physician completed the procedure with another jagtome rx sphincterotome. No patient complications were reported as a result of this event, and the patient was reported as "ok" following the procedure.

Manufacturer narrative:
A visual analysis of the returned device confirmed the reported event. A visual evaluation revealed that the working length was twisted and the distal tip was also severely damaged. However, the exact cause of the reported event could not be determined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.